Manufacturer narrative:
The rate seen (87 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.042% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient reported he developed an abscess in left axilla 4.4 months post miradry treatment. He initially had little swollen bump in the axilla about 4 months post-treatment. His general practitioner suspected it was an abscess and prescribed antibiotic and pain medication.